Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that numbers were ramping and after the buttons were unresponsive. Customer's blood glucose was 7.3mmol/l. No further information provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. All buttons functioned properly. However, insulin pump had a corroded keypad traces noted. No unexpected numbers ramping noted.